Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture (baker grade not provided), pain and deformation. This relates to the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a.

Event description:
Patient reported left side capsular contracture baker grade unknown, pain and deformation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported capsular contracture (baker grade not provided), pain and deformation. This relates to the left side. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Crease fold observed on the device. Red particles observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.